Manufacturer narrative:
During the time of the reported event, the patient was positioned on the table in reverse orientation when the physician requested for the patient to be repositioned. User facility personnel unlocked the table floor locks to change the orientation of the table thus subsequently causing the reported event. User facility personnel relocked the table's floor locks and the procedure was completed successfully. The 3085 sp surgical table operator manual states (p.6), "warning-tipping hazard: do not place patient on the table unless floor locks are engaged. Do not release floor locks while patient is on table. Do not use this table for patients exceeding the 500-lb (226-kg) limit when patient is positioned in reversed orientation. The maximum safe patient weight on this table for standard surgical positions in reversed orientation is 500 lbs. (226 kg) with floor locks locked". A steris service technician arrived onsite to inspect the table and confirmed the surgical table to be operating according to specification; no repairs were required. Steris performed in-service training on the proper use and operation of the surgical table. The table was manufactured in 2017 and is under warranty. No additional issues have been reported.

Event description:
The user facility reported that their 3085 sp surgical table began to tip during a patient procedure. No delay or cancellation occurred as a result. The patient procedure was completed successfully.